Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot unknown, tibial component, unknown lot unknown, articular surface, unknown lot g2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad broke during an initial knee surgery. There was no surgical delay. Attempts have been made and no further information has been provided.